Event description:
A report was received that the patient developed a staphylococcal infection. Symptoms include fever and drainage around the incision site. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed a staphylococcal infection. Symptoms include fever and drainage around the incision site. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm model #: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the sterilization documentation for the devices were found to be satisfactory.